Manufacturer narrative:
The patient samples were collected in bd vacutainers and were analyzed when fresh. Information regarding sample size and approximate time of analysis was not provided. Qc data is not reviewed on a daily basis by the operator. Records show review on (B)(6)for level three. Control expiration date is (B)(6) 2011. Review of the control level three summary shows all results were within limits. The results for level one and two were not provided. The field service engineer (fse) was at the account on (B)(6) 2011 and replaced the hemoglobin lamp. The problem still persisted after the hemoglobin lamp replacement. Qc was run and reported as passed the specifications. The root cause has not been determined.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxh 800 coulter cellular analysis system generated erroneous rbc (red blood cell), mcv (mean corpuscular volume), and hgb (hemoglobin) results during the time period between 1(B)(6) 2011. The erroneous results were reported out of the laboratory. The problem was not realized until (B)(6) 2011 when the customer received peer comparison report. During the period, the laboratory's moving average for rbc, hemoglobin, and platelet were lower than the peer group comparison. In review of the skml proficiency report, the rbc, hgb were low and the platelet failed the proficiency specifications. Mcv was higher than the peer group comparison report. It was reported that many r flags and h&h check failed error messages were generated by the instrument during the period of the incident. Per labeling, r flag alerts the operator to review the result and indicates that special handling is required for editing a result flagged with r. H&h check failed message means hematocrit < [(hgb*3)-3] or [(hgb*3)+3]. The patient results during this time period were not provided. The customer deletes database regularly because of a capacity issue, which hinders ability to keep data for this issue onboard the instrument. No physician notified the laboratory of a disagreement on results reported or any change in treatment based on these results. It is unknown if there was any death, injury or change to patient treatment attributed to this event.